Manufacturer narrative:
The device mechanism has been rec'd. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device had an s421 (motor error) malfunction alarm. The device was returned to the biomedical department from the emergency unit. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the s421 malfunction alarm was noted in the device history. No add'l info was provided.